Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed a crack on the right plunger case, the barrel clamp head and battery were missing. Functional testing was performed, and the root cause was caused by a faulty main pcb. Service history review identified the complaint was not related to a previous service of the device within the review period. The main pcb was replaced. G1, email address: (B)(6).

Event description:
It was reported the device exhibited a constant alarm. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.